Event description:
It was reported that in (B)(6) 2011, a 23mm trifecta valve was implanted during an aortic valve replacement. In (B)(6) 2016, a small eccentric grade 1 aortic valve regurgitation was noted, and there was no stenosis noted. In (B)(6) 2021, patient presented with significant nyha stage ii dyspnea on exertion onset 4 to 5 months prior. An aortic stenosis murmur was clinically noted. On ultrasound, a degeneration of the aortic prothesis was noted. One of the cusps of the valve was immobile, and the leak was periprosthetic with a single anterior jet. The aortic velocity time integral (vti) was 150cm. The maximum aortic velocity was 524cm/s. Grade 1 minimal aortic insufficiency was present as well. In (B)(6) 2021, a 26mm non-abbott transcatheter valve was implanted within the trifecta valve via valve-in-valve procedure. The patient status was unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
As reported in a research article, a grade 1 regurgitation was noted on a valve 5 years after implant and 10 years after implant one cusps was immobile. The valve was replaced with a valve in valve about 10 years after the valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6 medical device problem code: code 1153 removed.